Event description:
A (B)(6) male with ischemic cardiomyopathy, lv dysfunction, complete av block who is s/p dual chamber st jude ICD with riata lead. Fluoroscopy revealed externalization of the riata lead. Pt referred for ICD lead revision. Left upper extremity venogram performed revealing near total occlusion of the left subclavian venous system. Small venous channel with antegrade flow seen inferior to the leads. Access obtained with a glide wire passed to the ivc. Long sheath used to place new ICD lead medtronic single coil. Chronic ICD lead was capped. Dates of use: (B)(6) 2007 - (B)(6) 2012.